Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and no low voltage output was observed on the rv lead. Patient had dyspnea and pleural effusion from lungs. Lead was capped on (B)(6) 2016. Patient was stable post procedure.